Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b2, h6. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent a hip revision surgery. No other information provided.

Manufacturer narrative:
Pending investigation.